Event description:
During preparation for a therapeutic urological procedure they chose to pull the suture off of the stent. As they pulled the suture the bladder coil pulled off the stent. The procedure was completed successfully with another stent with no patient complications.